Event description:
"Please describe any information or product malfunctions related to the event. Ra lead, malfunctions if applicable, please provide details of what happened to the patient or product in relation to this event; june 21: patient with abbott crtd (left implant, shock lead fracture). An rv lead (3830-74 from the right side) was added and the case was downgraded to crtp, connected to the system from the right side by using a subcutaneous tunnel to the left side. The loops in the main unit pockets are finished at the normal level with sufficient deflection. On july 6, there was pacemaker failure, and x-ray revealed that the 3830 lead had been drawn to the sub tricuspid valve. Re-operation was scheduled for july 10." This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).